Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.00x38mm xience sierra stent referenced is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2020, two xience sierra drug eluting stents (3x38mm; 3x28mm) were implanted, overlapping, in a 90% stenosed lesion in the mildly tortuous mid to distal right coronary artery (rca). On (B)(6) 2021, restenosis was confirmed in the overlapped section of the implanted stents and revascularization was performed. There was no adverse patient sequela. No additional information was provided.